Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the helix was disengaged from the helical channel. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to stress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the outer tubing overlay, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and the tip seal was observed to be out of position.

Event description:
It was reported that the patient no longer wanted the lead implanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.